Event description:
An unspecified tubing issue was reported that is possibly related to the previous events of leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. Although requested, additional information was not provided.

Manufacturer narrative:
The customer reported an unspecified tubing issue. It was observed that both received set samples male luers were damaged. Further inspection observed no stress or tool markings at the break sites. The rest of the sets were inspected for kinks, holes/tears in the tubing, and damages to the components. No other issues were observed. Further testing of filling the syringes with fluid and attaching to the as-received sets was done. The fluid was pushed through and no leaks were observed. Each set's tubing was then clamped to create backpressure while fluid was attempted to be pushed through. No leaks were observed. The root cause was identified as design of the male luer component.

Manufacturer narrative:
(2)10ml bd syringes; non-bd needleless connector; curos cap; therapy date (B)(6) 2020. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported an unspecified tubing issue that is possibly related to the previous events of leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. Although requested, additional information was not provided.